Event description:
It was reported that a patient with a right atrial (ra) lead developed an infection. A lead revision was performed, and the system was explanted. No additional adverse effects were observed in the patient. Event date, the lead¿s serial number, implantation date, and explantation date are unknown.

Event description:
It was reported that a patient with a right atrial (ra) lead developed an infection. A lead revision was performed, and the system was explanted. No additional adverse effects were observed in the patient. Event date, the lead¿s serial number, implantation date, and explantation date are unknown.

Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown , no conclusion could be established. The event is recovered in our database for trends purposes.